Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue was confirmed. Optical fibers 1 and 2 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed optical fibers 1 and 2 were fractured within the distal shaft, consistent with the detected optical signal issue and the reported issue. Microscopic inspection of the distal shaft revealed a fracture distal to pull ring with braiding protruding through fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown.

Event description:
This report is to advise of a fracture found in the catheter tip with a protruding component during investigation.